Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding this event. The suspect system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator initially reported that the pt's system controller was exchanged due to a "replace controller" message while switching from the power module (tethered support) to battery power. Additional information received from the surgeon indicated that when the daily self-test was performed, the system controller indicated the following alarms: "call hospital" and "change controller" with the "yellow wrench" alarm illuminated. The pt was switched to the back-up system controller. The suspect system controller had reportedly been running hot causing a second degree burn on the pt's skin (left thigh). The battery side of the system controller was reportedly contacting the pt's bare skin (flat against the left thigh), and at the time the pt was at the time intubated, sedated and in bed.